Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had been feeling a burning sensation at the ipg pocket site while the scs system was in use. The pt reported she would use the stimulation for about five hours, and would then need to turn the system off due to the burning sensation felt. The pt also reported she felt a jolt sensation at the ipg site a few times. The sjm representative met with the pt and reprogrammed the pt. It was reported the reprogramming was able to resolve issue.